Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removed/worsening pelvic pain') in an adult female patient who had essure (batch no. 626686) inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: date: (B)(6) 2008 (discrepancy noted), essure insertion detail" number of coils on right: 3, number of coils on left: 3. Surgical pathology report: weakly proliferative endometrium with stromal breakdown. Escher coils in place, fallopian tube mucosa, cervix and myometrium otherwise without diagnostic abnormality. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Most recent follow-up information incorporated above includes: on 4-jan-2021: medical record received. Previously reported unspecified event ¿medical device removal was updated to event "pelvic pain". Essure lot number was added. Patient date of birth was updated, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: previously reported event "injury" updated to "essure removed". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removed/worsening pelvic pain') in an adult female patient who had essure (batch no. 626686) inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: date: (B)(6) 2008 (discrepancy noted), essure insertion detail" number of coils on right: 3, number of coils on left: 3. Surgical pathology report: weakly proliferative endometrium with stromal breakdown. Escher coils in place, fallopian tube mucosa, cervix and myometrium otherwise without diagnostic abnormality. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.